Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the device was returned to a zoll approved service provider for evaluation. Review of the device log found messages indicating "airway pressure sensing failure 1052." We were unable to determine if there were any occlusions or obstructions in the patient circuit. The device passed all testing including bench handling, power cycling, and functional stress testing without duplicating a malfunction. Internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "airway pressure sensing failure - 1052" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.